Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. The exact etiology for the patient¿s enterococcus event cannot be fully determined. Enterococcus species are normal flora of human intestines that are known to cause abdominal infections such as peritonitis. However, due to the risk of a breach of the sterility of the pd fluid pathway, there is a possible causal relationship between the liberty cycler/liberty cycler set and the patient¿s enterococcus peritonitis event. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient performed a manual exchange and noticed cloudy pd effluent. A pd effluent culture was performed which yielded white blood cell count 1880 and growth of enterococcus species. The patient was treated on an outpatient basis with two doses of ancef 1 g and fortaz 1 g, then changed to vancomycin intraperitoneal every three days for two weeks. One week later the patient¿s pd effluent was recorded clear. The nurse stated that the patient has recovered and continued pd therapy without further issue.